Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed during follow-up. Patient had low thresholds and outputs. Device was explanted. Patient's condition was stable.